Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok button was found to be intermittently responding to presses and the button did not have normal spring back. No scrolling was duplicated during testing. The keypad was removed and adhesive was observed under the button contacts.

Event description:
It was reported that the up/down keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.